Event description:
Tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug.patient outcome: no adverse effect reported as a result of this event.

Event description:
Broken instrument.

Manufacturer narrative:
Per the instructions for use,"prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." This is 2 of 2 mdrs involved in the same event. Please see MDR number: (B)(4).